Event description:
It was reported an atrial lead polarity switch occurred with high impedance measurements on the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
Further information was received and it was reported there was atrial lead oversensing and noise.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products addrs1 implantable pacing lead 2012-(B)(6), 5076 implantable pacing lead. (B)(4).